Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer had a seizure and a slipped rib. Customer tried to eat applesauce and a cracker to address bg. Customer was treated intravenously with fluids of saline. This resolved the issues and no permanent damage was reported. Customer was released (B)(6) 2025.